Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed the defib test during shift check. There was no reported patient involvement.

Manufacturer narrative:
One control pca was returned for failure analysis. The reported problem was verified during lab tests. The data card eject button was found damaged with this control board. Philips cannot rule out a malfunction of the control pca at the time of the reported event as the cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device failed the defib test during shift check. There was no reported patient involvement/adverse patient impact.